Manufacturer narrative:
Concomitant products: product ID: 8785, lot# : hg55zge, product type: catheter. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 16-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (unknown concentration or dose) via implantable infusion pump. It was reported that the collet was broken during the procedure prior to implant. There were no known factors that may have led or contributed to the issue. Troubleshooting was not performed. A new kit with a new coupler was opened. The issue was resolved at the time of report.